Manufacturer narrative:
Manufacturing site: (B)(4). Number: (B)(6). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information, results of lot history records review, and referring to known similar event, it was presumed that tensile stress generated with wire removal had likely contributed to the reported coil elongation and core separation. The applied stress would localize and therefore exceed the product design limit, fracturing the core and stretching the coil. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: removal difficulty of guide wire. Breakage of the guide wire.

Event description:
It was reported that elongation and core separation of an asahi conquest pro guide wire had occurred during a percutaneous coronary intervention (pci) to treat a moderately tortuous, heavily calcified, chronic total occlusion (cto) in the proximal circumflex artery (lcx). The conquest pro guidewire with support of an asahi corsair pro xs microcatheter was advance to the coronary disease made up of highly calcified plaque. The physician felt resistance during advancement, which was the resistance expected for the type of calcified plaque. During attempts to cross the lesion, the guidewire stopped moving. When applying more withdrawal force to retract it through the microcatheter, it stretched and its tip was not released from the lesion. The guidewire was freed from the lesion by inflating the microcatheter with a coronary balloon. When removing the conquest pro guidewire in conjunction with the corsair pro xs microcatheter, it was observed that the entire guidewire was frayed. To continue the procedure, working devices were changed to a non-asahi finecross microcatheter and a non-asahi whisper hi torque guidewire. Nevertheless, reperfusion of the diseased artery with cto was not achieved. There were no adverse patient effects associated with this event. The patient had a very good evolution after the procedure, without significant side effects.